Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11 . Complaint conclusion: as reported, upon removal of a 5f exoseal vascular closure device (vcd) the plug fell out of the shaft of the exoseal vcd. Hemostasis failed and manual compression was applied for 15minutes. There were no reported injuries to the patient. The exoseal was stored, prepared and used by the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of exoseal and has used the device several times prior to this procedure. The procedure used a retrograde approach. The patient¿s bmi was not greater than 40. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30¿45 degrees) of the vascular sheath introducer. A non-cordis 5f sheath was used. The puncture site had severe calcium. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of exoseal. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1¿2 seconds after depressing the deployment button. The indicator wire was not visible when the device was removed. A non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. Additionally, a non-cordis 5f catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white and red position. During this visual analysis, no additional anomalies were observed to be reported. The functional evaluation could not be performed, as the unit was received completely deployed. A high magnification microscopic evaluation was executed to assess the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿plug inaccurate placement¿ was not observed through analysis of the device returned as it was received fully deployed with no anomalies noted in the internal mechanism, and no plug returned for analysis. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿as per the (IFU), approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, upon removal of a 5f exoseal vascular closure device (vcd) the plug fell out of the shaft of the exoseal vcd. Hemostasis failed and manual compression was applied for 15minutes. There were no reported injuries to the patient. The exoseal was stored, prepared and used by the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of exoseal and has used the device several times prior to this procedure. The procedure used a retrograde approach. The patient¿s bmi was not greater than 40. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30¿45 degrees) of the vascular sheath introducer. A non-cordis 5f sheath was used. The puncture site had severe calcium. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of exoseal. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1¿2 seconds after depressing the deployment button. The indicator wire was not visible when the device was removed. The device will be returned for evaluation.